Event description:
The reporter stated the surgeon inserted and removed a +21.0 diopter cc4204bf collamer single piece lens due to a piece of the lens was torn off in the cartridge while being inserted. There was no patient injury. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Results: visual inspection of the returned product found the cartridge tip deformed. The lens was returned and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of reddish residue. Conclustions (no conclustion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.